Event description:
During a check-out procedure at the manufacturer's service center, a ventilator had a blank display. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.